Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a nurse that the customer got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 66 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the caller declined to provide further information due to privacy laws. The caller stated that the customer needed to be removed from the pump as they were unable to regulate their blood glucose on their own. The insulin pump will not be returned for analysis.